Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 480 mg/dl at the time of incident. The customer was declined to continue with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active at time of high blood glucose event. Customer stated that they did not alleging insulin pump for under delivering. Customer stated that they had back up plan available that insulin and needles. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer states the cannula was bent. The insulin pump will not be returned for analysis.